Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer noticed the touchscreen was cracked. The customer was uncertain as to how it may have cracked. Subsequently, although the pump was able to beep, it was noted to otherwise be unresponsive and stopped all insulin delivery. The customer's blood glucose level was 196 (mg/dl). It was indicated that the customer would use manual injections as alternate insulin therapy.

Manufacturer narrative:
Correction: (B)(6) 2016.